Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose of 567mg/dl and ketones. Troubleshooting was performed. The mother stated that the customer has been wearing the insulin pump all along. When the doctor checked to see if he was receiving insulin, they saw 93 units left in the status screen, but the reservoir was empty. Reviewed the alarm history and found no delivery and battery out of limit alarm. The mother stated that she is not sure if the customer changed the infusion ser when he received the alarm. The bolus history was checked and found that his last bolus was the day of the event. Had the mother to rewind and prime without the reservoir and the screen showed 40.3 units left. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.